Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were not holding. Double clips were coming out and falling out of the jaw of the instrument. Another device was used to complete the procedure. There was no pt consequence.